Manufacturer narrative:
Date of event estimated as (B)(6) 2016. Date of implant estimated as (B)(6) 2016. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects listed are consistent with the product risk profile and are therefore expected. A conclusive cause for the difficulties listed can not be determined based on the limited information available. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling attachment: article: one-year results following a pre-specified absorb implantation strategy in st-elevation myocardial infarction (bvs stemi strategy-it study) . The other events referenced in the article are filed under other MFR report numbers.

Event description:
It was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to the following: after pre-dilatation of the lesion in the distal right coronary artery, a 3.5x28mm absorb scaffold was implanted and post dilated. Three days post-procedure, the patient experienced a myocardial infarction and target lesion revascularization using nc balloon angioplasty was performed as treatment. Details are listed in the attached article, titled "one-year results following a pre-specified absorb implantation strategy in st-elevation myocardial infarction (bvs stemi strategy-it study)". Please see article for additional information. This event captures case 2 under table 3.